Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007 the patient presented with the pre op diagnoses of severe left lower extremity radiculopathy; l4-5 severe stenosis; l4-5 spondylolisthesis; degenerative scoliosis. She also had some low back pain but her leg was much worse in terms of pain. The patient underwent the following procedures: 1. L3-4, l4-5 decompressive laminectomy including partial facetectomies and foraminotomies bilaterally. 2. L2 to l5 posterior lateral arthrodesis. 3. L2 to l5 posterior segmental instrumentation. 4. Use of rhbmp-2/acs and local autograft and allograft. Per the op notes, theken coral system was used. The wound was irrigated once again followed by decortication of the transverse processes and lateral aspect of the facets followed by placement of rhbmp-2/acs and local autograft and small amount of allograft" no patient complications were noted.